Manufacturer narrative:
Common name: mih system, endovascular graft, aortic aneurysm treatment. Product code: mih. (B)(4).

Event description:
Event information according to initial reporter: "the zta-p-34-161-w was deployed in the descending thoracic aorta. There was evidence of a type 1b endoleak on the angiogram. The zta-p-34-113-w was then deployed distal to 1st device. The zta-p-38-117 was deployed proximal to the 1st device. Patient presented to the ER at a neighboring hospital and was transferred to dr (B)(6) service for an emergent t branch repair."